Manufacturer narrative:
The software investigation found was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs and archives were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported registration was inaccurate 2-3 millimeters to the right. The site attempted registration again with the same result. The surgeon completed the procedure with the use of navigation by accounting for the inaccuracy. It was noted this was a prone case, so technical services (ts) provided the site feedback to improve prone registrations. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Ts reviewed the archive of this issue and found the site had collected approximately 1,300 points on the back of the head, however, the pattern was still localized to one area. It was recommended to collect points further forward on the head to help the software root down the pattern to avoid this issue in the future. It was also noted the tracer had been removed from the head before the pedal was depressed.